Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that it is still not working; they can the stimulator on and off, but they cannot adjust. The patient noted they did not know what steps would be taken to resolve the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative and a patient regarding an implantable neurostimulator. While on call, patient stated they have not been able to adjust intensity for a long time, then stated for over a year. Caller mentioned that patient told them that patient is not getting any relief from it and couldn't turn it off. Patient was on group b. Patient stated their ins only lasts 2 hours when on group a but it helps them. Caller stated when they are on group b, the ins can last for 6 hours, but group c does nothing for them. Patient stated the are in fl until november and they've just been dealing with this. Caller stated patient is like deaf and very hard of hearing. Caller requested a new battery pack (agent understood as controller) due to the lack of relief and ins charging frequency. Agent reviewed and caller/patient understood. The patient was redirected to their healthcare provider to further address the issue.